Manufacturer narrative:
(B)(4). Batch # p92y60. Additional information was requested and the following was obtained? When the pouch broke in the first procedure, were all pieces retrieved? Yes. What part of the surgical procedure did the pouch break? Upon placing the appendix into the pouch the pouch bag ruptured. How was the appendix removed in the first procedure? The appendix was not removed in the first procedure as it fell into the abdominal cavity, the surgeon closed the incision and a CT scan was obtained to location of the surgical specimen ( appendix) and then the second procedure to remove the amputated appendix.. What technique was used to remove the pouch? Was is removed through the trocar? Was it removed through the skin incision? Skin incision. What is the current patient status following the second procedure? The patient was discharged in stable condition on post op day 5. What symptoms did the patient present with that lead to the re-operation? The appendix remained inside the abdominal cavity, no symptoms other than the mentioned fact. Why does the surgeon believe that the second operation was related to the pouch breakage? As a result of the ruptured pouch the surgical specimen the appendix fell into the abdominal cavity, requiring a CT scan to identify where the location and a second surgical intervention for the removal of the amputated appendix.. Device analysis: the analysis results confirmed that the pouch device was returned fully deployed; the bag as received fully cinched and damaged, the suture cut. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempted to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch history record was reviewed and identified a hole or tear in bag in suture or support arm channels defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p92y60. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was there any patient consequence? The patient required to return to return or and required extended length of stay in the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patients bmi? When the pouch broke in the first procedure, were all pieces retrieved? What part of the surgical procedure did the pouch break? How was the appendix removed in the first procedure? What technique was used to remove the pouch? Was is removed through the trocar? Was it removed through the skin incision? What is the current patient status following the second procedure? What symptoms did the patient present with that lead to the re-operation? Why does the surgeon believe that the second operation was related to the pouch breakage?.